Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the coating of grasping section was partially missing. The probe was not broken. When we closed the grasping section and activated seal mode, short circuit error did not occur. The manufacturing history was reviewed, with no irregularities noted. This type of an error and the coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. Based on the past similar cases, it was known that an error occurs if user activated output in the liquid in the body cavity. The instruction manual of the device already cautions; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a procedure of liver, the subject device was used. After an hour of use, unspecified error occurred. The user exchanged it with the 2nd device of tb-0520fc and continued the procedure. However, unspecified error occurred after an hour of use. The procedure was completed with another thunderbeat. There was no patient injury reported. Olympus medical systems corp. (Omsc) received two devices for evaluation. There was no information about the order of the device use. As a result of evaluation of omsc on november 22, 2016, omsc confirmed that the coating of grasping section of one device was partially missing and the other device did not correspond to the criteria of MDR. And it was not reported that the fragment of the coating fell into the patient. This MDR is regarding the one of two devices.